Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement but failed electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. Additionally, the maryland bipolar forceps instrument was found to have damaged conductor wire insulation at the distal end. The wires are exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument failed electrical continuity and energy delivery tests. The maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.